Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA stating that error codes e9 and e2 were displayed on the system console. The device was being used during surgery. It is known that no user/pt injury or medical intervention were reported. No add'l info available.